Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure while slitting the delivery system, the right ventricular (rv) lead lost capture. Attempts were made to remove the lead, however it remained fixed and would not explant. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.